Manufacturer narrative:
D2a and d2b was erroneously entered on the initial manufacturer device report. D6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a power cord of a automated impella controller was not working. The controller was switched out and there was no reported patient harm.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no issues were found with the ac power cord or the power module within the aic.

Manufacturer narrative:
B5. Clinical narrative updated. Section d brand name corrected.

Event description:
Clinical rationale/review: ip #1 console. An impella cp was placed femorally to support the 60-year-old patient admitted in with acute myocardial infarction and cardiogenic shock with underlying known coronary artery disease. The patient was being supported by ECMO and was vented for respiratory needs. The pump was supporting, when on day 4 of the support, the team had to remove and replace the controller (aic) as the power cord was malfunctioning. The team replaced the aic and support proceeded for another day, until weaned and patient supported by ECMO alone.